Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the issues were not known, but it just wasn't working. The replacement controller reportedly resolved the issue with the ins only charging to 40%. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Manufacturer representative reported a rm03 error message. Replacing the battery did not resolve the issue. It was also reported that the ins would only charge to 40%. No further complications reported/anticipated.